Manufacturer narrative:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced bilateral capsular contracture (baker grade unknown) on breast implants. The left side was larger than the other. As a result, patient underwent removal of the implants on unknown date. Although, the devices have been explanted and returned to mentor, mentor has received no information regarding the explantation date. This is for the left side implant, see manufacturer report number 1645337-2018-05708 for contralateral prosthesis. The device was returned to mentor with clear gel. Shell wear was observed on the anterior aspect, in addition a rent was discovered in the posterior aspect, measuring approximately 1.9 cm. No other anomalies were observed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel implant. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced bilateral capsular contracture (baker grade unknown) on breast implants. The left side was larger than the other. As a result, patient underwent removal of the implants on unknown date. Although, the devices have been explanted and returned to mentor, mentor has received no information regarding the explantation date. This is for the left side implant, see manufacturer report number 1645337-2018-05708 for contralateral prosthesis.